Event description:
Caller alleged imprecision with inratio meter.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B) (6) 2009, 1st inr = 0.8, 2nd inr = 1.4. The 1.7 inr is excluded from comparison test. Inratio meter, mean: 1.10, sd: 0.42, %cv: 38.57. Since 38.57 %cv is more than 20%, the precision test failed the criteria for precision. Customer results analyzed and precision criteria not met. Reported inratio result 1.7 not valid for comparison since elapsed time between results exceeded three hours. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Investigation revealed customer utilizing expired strips. Strip lot 080470a (code: 7l4zp) had expired on sept. 2009. No further action required. No corrective action required due to no product deficiency established.